Manufacturer narrative:
A manufacture representative went to the site to test the equipment. The navigation system then passed the system checkout and was found to be fully functional. No parts required replacement as the system performed as intended. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient weight not available from the site. Archives were submitted by the site. The submitted archives successfully loaded into the s8 without any issue containing 6 MRI exams. Only MRI-1 contained any registration data and did not throw any error or caution flags. The 3d model looked smooth with a passing registration of 1.7. Only one registration attempt was made. There a few yellow and red dots but the green zone of accuracy is a decent size and the yellow zone of accuracy covers the entire anatomy. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess). It was reported that the surgeon felt inaccurate by 3 mm deep. Registration value was 2.0. The inaccuracy was only noted with the stylet instrument. Surgeon added more points to the registration to resolve the issue. There was no impact to patient. There was no reported delay to the procedure due to this issue.

Manufacturer narrative:
Device evaluation: archive analysis inconclusive. Unable to assess perceived navigation accuracy. Insufficient information available to determine root cause. If information is provided in the future, a supplemental report will be issued.